Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis of electrical testing did not find any conductor fractures or internal shorts indication. No anomalies found via visual and x-ray examination.

Event description:
It was reported that during an implant procedure the atrial lead exhibited loss of capture at high voltage even with repositioning performed. The position was appropriate on fluoroscopy, so the physician suspected the atrial lead problem. The physician replaced with a new atrial lead and capture threshold had lowered. The procedure completed successfully. The patient was stable throughout the procedure.